Event description:
It was reported in (B)(4) study on (B)(6) 2012, a pt was diagnosed with pneumothorax, ctcae grade 2, requiring needle aspiration. Pt was discharged (B)(6) 2012. Event noted to be related to the cryoablation procedure and is a known potential ae related to the procedure.

Manufacturer narrative:
The device was not returned for investigation and no malfunctions or issues with the device were reported. This adverse event was collected as part of a clinical study. Pneumothorax is a known potential adverse event from cryoablation procedures and is documented as such in the product IFU and user manual. The pt was treated and the issue was resolved.